Event description:
The nurse reported a system message displayed several times. The surgeon had just completed the anterior segment surgery (phaco) with a posterior capsule tear occurring. The surgeon attempted to start the posterior segment portion of the surgery when a system message displayed. The surgeon aborted the procedure and closed the eye. The procedure was completed the following day. The nurse stated when she removed the cassette she noticed one of the tubing lines was disconnected and there was fluid ingress into the system. The cassette was discarded. The nurse was counseled on the importance of saving samples for eval. Additional info received stated the event occurred half way through the procedure. The pt is stable and the current status is good.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the system message reported. The system message reported was found in the event log. The receiver pcb was replaced as a diagnostic measure and sent for in-house testing. The receiver pcb has been received and testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.